Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed flow rate test at 18.3ml during testing. There was no patient involvement.

Manufacturer narrative:
H10 ? Device evaluation results: one cadd solis vip pump was returned for investigation in used condition. The reported problem could not be found in the event log. An accuracy test was performed. The customer problem regarding the failed delivery accuracy was unable to be duplicated; three different delivery accuracy tests were performed all of which were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump.